Event description:
It was reported that the device's paddles housings are broken. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the paddles replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's paddles housings are broken. There was no reported patient involvement.

Manufacturer narrative:
Device not returned.